Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The clamp has not been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the surgeon noted the threads on the screw that tightens the clamp were starting to strip. It was noted this clamp is used often and it is simply time for a replacement. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.